Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Concomitant medical products: 500cc mentor memorygel breast implant catalog: 3505004bc lot: 6939272 serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent breast augmentation revision surgery with a 500cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii and rupture post procedure. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 8/22/2020, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed breast pain since falls horse. During a visual inspection, the device was found to be ruptured and received in two (2) pieces. Additionally, an anomaly was observed in the edges of the tear the device consistent with a crease/fold. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received (B)(6) 2020, patient experienced bilateral rupture, right sided capsular contracture baker grade iii and left sided breast pain. In november, 2019 patient fell off her horse causing the mentioned issues with her breast implants. As a result, patient underwent bilateral removal with no replacement on (B)(6) 2020. Reason for device explant and/or reoperation: breast pain, chest injury and rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on 8/4/2020, that " is required intervention" was erroneously unchecked in follow up report 2. Correction, is required intervention" should be checked, manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/13/2020, patient's date of explant was cancelled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received 7/24/2020, patient had an explantation on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture baker grade iii and rupture. Manufacturer¿s reference number: (B)(4).